Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. The cause for the failure was isolated to a thermal damage to the trunk cable, causing 5 volt, -5 volt, and main batt to short to ground and the monitor to reset. The belt was unable to complete falloff or detect and treat testing. The root cause for the thermally damaged trunk cable could not be positively identified. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt could not run detect and treat testing.